Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a midway position. The advancer, sheath, coil, and burr were microscopically and visually inspected. The annulus was noticed to be damaged, not rounded and flared. It is probable that the rotating burr came into contact with the guidewire during preparation leading to the damaged annulus and reported fractured guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01195. It was reported that guidewire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal of the right coronary artery (rca). A 1.25mm rotalink¿ plus and a rotawire¿ and wireclip¿ torquer were selected for use. During preparation when adjusting the rotation speed, it was noticed that the wire became detached. The procedure was completed with another of the same device. No patient complications were reported.